Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024 a patient presented with grade 3-4 mixed tricuspid regurgitation (tr) and thin leaflets for a tricuspid procedure. One clip was implanted. Approximately 30 days later, on (B)(6) 2024, during a follow-up transthoracic echocardiogram (tte) a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. The tr grade increased to 4+. The patient was symptomatic with dyspnea due to the volume overload. On (B)(6) 2025 a second clip intervention was performed. One clip was implanted to stabilize the first. The final tr grade remained 4+. Per the physician the slda was due to the patient's thin leaflets. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to thin leaflets. The reported patient effect of recurrent tr appears to be due to the slda and dyspnea was a cascading effect of the recurrent tr. Tr and dyspnea are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient returned to the hospital and an additional triclip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.